Event description:
The pt was presented to the electrophysiology (ep) laboratory and the entire implanted system was extracted due to infection. At the time of the explant procedure, the physician elected to implant two epicardial leads. There was no product experience issues as the epicardial leads were implanted in the event, the pt recovered from the infection. Subsequently, information was received that this pt died six days later. According to the physician, the pt had developed a pocket infection which necessitated the system explant. The cause of death was attributed to a tear of the superior vena cava (svc).